Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. After the event, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: zoll medical corporation evaluated the device for unable to discharge and the device performed to specification. Review of the clinical log showed the device was entered in sync mode and appears to be unintentional. The device is designed that when in sync mode the shock must be held down until the device recognizes an r wave on the patient ECG and discharges. If the shock button is not held down while in sync mode, the device will not discharge. The x series device is designed to prompt when detecting an issue that would prevent defibrillation delivery. When in sync mode, the device requires the operator to hold the shock button instead of a single press. If the device is in sync mode, 'sync' is displayed at the top of the screen and 'synced cardioversion' on the bottom. Once the device is charged, it will emit an audio tone, visually display 'charged' on the screen, and the 'shock' button will light up. When in sync mode, the device will display 'press and hold to discharge'. The customer's report of the device would not power up was not replicated or confirmed. The device was put through extensive testing including power cycling with battery and aux separately and together, while also hot swapping batteries without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type